Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the drive support cap was sticking out. The customer's blood glucose reading was 300mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with normal operating current. It passed the displacement test, self test and off no power test. However, it alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test. In addition, we were unable to verify prime alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.